Event description:
(B)(6) study: it was reported that hypotension, first degree atrioventricular (av) block, left bundle branch block (lbbb) and complete heart block occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Post balloon dilation, the subject was noted to be hypotensive, requiring intubation and pressure support. During the multiple attempts at deploying the valve, the subject was significantly hypotensive requiring titration of drug resuscitation. The 27 mm lotus edge valve was finally deployed successfully after 3 re-sheathings in accordance with the directions for use and the subject's pressure normalized by the end of the procedure. Post implant echocardiogram revealed normal aortic valve gradients and no effusion. At the time of reporting, the event was considered as recovering. On the same day of index procedure, post implant procedure, electrocardiogram (ECG) revealed sinus bradycardia with first degree av block and lbbb. Of note, no conduction disturbance was noted post balloon valvuloplasty. Three days later, follow-up ECG revealed sinus rhythm with premature supraventricular complexes and with occasional premature ventricular complexes. The following day, repeat ECG revealed first degree av block with previous findings. Intermittent complete heart block was noted. Two days later, electrophysiological consultation recommended a new permanent pacemaker implantation. Of note, subject also had worsening heart failure noted prior to valve implant and hence, a bi-ventricular pacemaker was recommended. The same day, a new boston scientific biventricular permanent pacemaker was implanted successfully. One day after pacemaker implantation, repeat ECG report revealed atrial sensed ventricular paced rhythm with occasional av dual paced complexes. At the time of reporting, the event was considered not recovered. The same day, the subject was discharged from the hospital.

Manufacturer narrative:
B5- describe event or problem: updated with additional information received b6- relevant test / laboratory data: updated with additional information received.

Event description:
Reprise IV study: it was reported that hypotension, first degree atrioventricular (av) block, left bundle branch block (lbbb) and complete heart block occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Post balloon dilation, the subject was noted to be hypotensive, requiring intubation and pressure support. During the multiple attempts at deploying the valve, the subject was significantly hypotensive requiring titration of drug resuscitation. The 27mm lotus edge valve was finally deployed successfully after 3 re-sheathings in accordance with the directions for use and the subject's pressure normalized by the end of the procedure. Post implant echocardiogram revealed normal aortic valve gradients and no effusion. At the time of reporting, the event was considered as recovering. On the same day of index procedure, post implant procedure, electrocardiogram (ECG) revealed sinus bradycardia with first degree av block and lbbb. Of note, no conduction disturbance was noted post balloon valvuloplasty. Three days later, follow-up ECG revealed sinus rhythm with premature supraventricular complexes and with occasional premature ventricular complexes. The following day, repeat ECG revealed first degree av block with previous findings. Intermittent complete heart block was noted. Two days later, electrophysiological consultation recommended a new permanent pacemaker implantation. Of note, subject also had worsening heart failure noted prior to valve implant and hence, a bi-ventricular pacemaker was recommended. The same day, a new boston scientific biventricular permanent pacemaker was implanted successfully. One day after pacemaker implantation, repeat ECG report revealed atrial sensed ventricular paced rhythm with occasional av dual paced complexes. At the time of reporting, the event was considered not recovered. The same day, the subject was discharged from the hospital. It was further reported that an attempt to deploy the valve was done after obtaining stable blood pressure, post which subject developed severe aortic insufficiency on aortography, due to low position of the valve at left coronary cusp. The subject became significantly hypotensive again (valve deployed too shallow) requiring further increased titration of drug resuscitation and cardio pulmonary resuscitation. The valve was recaptured. Echo did not reveal any evidence of pericardial effusion but severe aortic insufficiency. The lotus edge valve was deployed successfully after three (3) re-sheathings for re-positioning. The subject's pressure normalized by the end of the procedure.